Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was hit by a car when crossing the street.

Manufacturer narrative:
Not a device problem. Consumer was hit by a car. Updated correct manufacture date.

Event description:
Consumer alleges he was hit by a car when crossing the street.